Manufacturer narrative:
Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the initial bav procedure resulted in significant aortic insufficiency and hypotension. Further intervention (iabp) was required post valve deployment in order for the patient¿s bp to recover. In this case, procedural factors (bav procedure), in addition to patient factors (moderate annular calcification, severe native leaflet calcification, moderate aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02070.

Event description:
During the transfemoral tavr, following balloon aortic valvuloplasty (bav), considerably more aortic insufficiency (ai) than at baseline was observed. During the procedure, it was noted that the patient had a very thick left ventricle myocardial muscle. The patient was a bit hypotensive during most of the initial part of the procedure. Following bav, the patient was noted to have considerably more aortic insufficiency (ai) than she had at baseline and the anesthesiologist was not able to get the patient's systolic pressure above 80 mmhg. A 23mm sapien xt valve was quickly advanced and positioned. Following an uneventful deployment, the patient failed to recover. Her blood pressure was 50/30 mmhg and trending down. Medications were provided and chest compressions initiated while an intra-aortic balloon pump (iabp) was prepared. Once the iabp was started, the blood pressure recovered quickly. The delivery system and esheath were removed.. After removal of the iabp, the patient was to be extubated. It was reported that her heart function was back to baseline. The native annulus measured 18.5mm x 23.4mm by CT with a valve area of 340mm2. Moderate annular calcification, severe native leaflet calcification and moderate aortic root calcification were reported. Pre-deployment ejection fraction was 50%, post deployment ef was reported as 15%.

Manufacturer narrative:
Corrected information: other relevant history; (B)(4). Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. These patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, procedural factors (bav procedure), in addition to patient factors (coronary artery disease, ventricular hypertrophy, severe native leaflet calcification, moderate) likely contributed to worsening ai, and subsequent procedural hypotension the patient experienced. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02070.